Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol perfix plug on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 ¿ patient was diagnosed with multiply recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug & patch (device #1). Per op notes, ¿an extra large perfix plug (device #1) was placed to fill the floor defect and keyhole mesh was placed and secured with sutures and staples.¿ (B)(6) 2017 ¿ patient was diagnosed with incarcerated and multiply recurrent right inguinal hernia, right groin mesh infection thereby underwent laparoscopic repair with the removal of mesh (device #1) and implant of 3dmax mesh (device #2) and phasix st (device #3). Per op notes, ¿the plug (device #1) which was wadded up and protruding into the peritoneum and adherent to abdominal wall was transected. A medium 3dmax mesh (device #2) was introduced into the abdomen after being key-holed through the center. A piece of phasix st mesh (device #3) placed over the 3dmax mesh and tacked. The large wad up infected mesh (device #1) over the sinus tract was removed¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h6, h10, h11. Corrected field : d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.